Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the reported issue. The cause was traced to a failure of the speaker. The speaker and main board were replaced to address this issue.

Event description:
It was stated that, when installing the protocol, the startup sound was low and difficult to hear. Per reporter, this occurred during priming and there was no patient involvement. Evaluation of the returned device identified a speaker failure.